Manufacturer narrative:
UDI : (B)(4).device manufacture date: the device manufacture date is unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 4 for the same event: it was reported that during an unspecified ear nose and throat (ent) surgical procedure, it was observed that one of the two attachment devices fell apart and became unscrewed and the other would not release from the motor device. It was further reported that the cutter device could not be removed from the attachment device. It was reported that the device were used together in the same event. There were no delays to the surgical procedure as identical spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The date of manufacture was documented as unknown in the initial report and has been updated as jun 29, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the cutter device stuck inside the handpiece device was confirmed. The unit was tested and passed all manufacturing specifications. It was determined that the complaint was confirmed because the cutter came in with the attachment and the cutter was stuck together. It was determined that the root cause of the failure from the springs coming out of place was due to the handpiece being run without a cutter. The cutter device was assessed and passed all manufacturing specifications and was not the cause of the failure. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.